Event description:
It was further reported that the event of hematoma was not caused by the device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: analysis of the returned device identified: weight to the spec and opening curved on anterior . A visual and microscopic analysis was performed which identified striated opening on anterior and non-penetrating nicks. Base on the device analysis the final assessment is:a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade: iii and hematoma

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and hematoma. Device has been explanted.